Event description:
It was reported that the reporter saw impedances greater than 40,000 ohms. The reporter stated that the top channel, electrodes 9 through 11, continued to show greater than 40,000 ohms. The reporter stated that they wiped and re-connected five times. The lead and extension junction looked fine and did not appear to be damaged. The bottom channel was within normal limits. Later that day it was reported that the lead configuration was changed so that the top port was 8 through 11. When the impedance issue was encountered, they retested the extensions with the old implantable neurostimulator (ins) and all impedances were normal. Thus, the new ins was replaced with a different one and they still got greater than 40,000 ohms on contacts 9 through 11. The reporter then had the healthcare provider (hcp) switch the extension tails into different neurostimulator ports; the top was moved to the bottom and the bottom was moved to the top without changing the lead configuration. This resolved the issue and all impedances were normal when retested. Further in the day it was reported that the second intervention saw the hcp suction fluid out of the top channel. The third intervention had the hcp wipe down the extension and reinsert. The next intervention was the same. Then the hcp held the extension at six o¿clock and turned toward 12 o¿clock while inserting the extension. The hcp then took the extension out, reinserted it, and was instructed to use one click when tightening the set screw. This is when the hcp checked impedances with the old ins, before opening a second new ins. After this was when the impedances resolved. The patient was programmed in recovery after the battery replacement and was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3387s-40, lot# v719620, implanted: (B)(6) 2011, product type: lead; product ID 3387s-40, lot# v719620, implanted: (B)(6) 2011, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the neurostimulator, serial #(B)(4), found no anomaly. The device was connected to a known good extension and lead and good impedances were measured on every electrode pair.